Manufacturer narrative:
H6: the associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device is broken on one end, rendering the device inoperative. The device shows signs of extensive use. A review of complaint history did reveal additional complaints for the listed batch for the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during an intramedullary nailing procedure, the following instruments presented the following problems: the flexible shaft w/cir connector broke at its base (case-(B)(4)), the retaining rod of the lag screw driver got its knurled end broke (case-(B)(4)), and the retaining rod threads of the subtroc lag screw driver broke (case-(B)(4)). There was no significant delay and smith and nephew back up devices were available to complete the procedure. Despite the fact, that this happened when the instruments were inside the patient, no harm or major complications were reported.